Event description:
The customer reported to olympus technical assistance support (tac) via phone that the visera camera control unit displayed an error code e116 message. During troubleshooting, the error code was unable to be duplicated. The technician advised the customer that it may be due to one instrument, and if the issue happens again, to call olympus tac when the issue was happening. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, the device was not returned, and the root cause could not be identified. However, it was noted that based on the service manual, it was likely that the cause was due to the cpu fan/gpu fan, dimm/gpu/cpu/mb/ssd/ power source which became temporarily abnormal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.